Manufacturer narrative:
Exact date unknown, event occurred in the year of 2018. Explant date: 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 18518949 / 19116814. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17241536.

Event description:
It was reported that the patient developed an infection from a procedure. It was unknown if the procedure was device related. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.